Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient returned the subject ac adapter and usb; however, the patient did not return the subject meter as requested. No testing on adapter and usb were performed. If the lifescan (lfs) product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.